Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the ins was not functioning, not communicating with the patient programmer. It was suggested the patient follow up with their managing healthcare provider to confirm battery depletion, or if there were any other issues.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller reported seeing eos message maybe yesterday. Caller had increased amplitude to 8.5 some time ago and spoken to managing physician about it. The doctor said they were concerned about the battery running out and that they would maybe contact a rep but no follow up was ever done. Patient has urinary retention and urge incontinence and now patient is going to the bathroom a lot. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned unrelated medical history. This included caller believes patient has vascular dementia and cannot walk very well. Yesterday patient was supposed to have MRI and mra of their brain arteries but they could not get patient to lie flat and were not able to perform the scan because patient's breathing was too high. Caller was able to turn therapy off prior to the appointment but when they tried to turn it back on again they encountered eos message. The rep reached out to the patient and referred him to a new urologist. The rep heard from the clinic that the patient had reached out to them.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.